Event description:
The manufacturer received information from the mechanical engineer (me) alleging a patient experienced oxygen regulation alarm had occurred while using a trilogy evo o2 device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo o2 was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that an error code, oxygen blending module (obm) valve failure, was observed on the device's error log, rather than the oxygen regulation error code. The service technician further evaluated and determined a flow control issue occurred due to a valve inside the obm. In conclusion, the device's obm subassembly was replaced to address the issue. The root cause is confirmed at this time.